Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced an adverse event. Date of issue is an approximation. It was reported that the patient experienced some lows and has fallen as a result. It was indicated that the patient's husband was there to assist the patient at the time of event. The patient did not wish to provide further event details. No additional patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.